Event description:
It was reported that the arctic sun device had a zero water flow issue. Per review of wo on 23oct2024, there was no patient involvement. Per follow up information received via email on 24oct2024, the device was serviced at hospital. The problem was no flow rate. There was circulation malf problem and they replaced circulation pump assy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was determined to be the circulation pump. The device was evaluated. The arctic sun device had a water flow problem and generated an error code/alert 02 (low flow). The circulation pump assembly was replaced. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero water flow issue. Per review of wo on 23oct2024, there was no patient involvement. Per follow up information received via email on 24oct2024, the device was serviced at hospital. The problem was no flow rate. There was circulation malf problem and they replaced circulation pump assy.